Event description:
The user reported that during a meeting he suddenly couldn't hear any sound from his samba audio processor. He went to an acoustician to check the audio processor and after that contacted the clinic. There was no accident or trauma to the implant site reported. The device has been explanted.

Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to be the root cause of device failure. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that during a meeting he suddenly couldn't hear any sound from his samba audio processor. He went to an acoustician to check the audio processor and after that contacted the clinic. There was no accident or trauma to the implant site reported. Explantation is considered but no date has been scheduled.